Manufacturer narrative:
Additional information was received that the patient was seen for an in-clinic follow up. No additional out of range shock impedance measurements were observed. Fluoroscopic imaging of the lead was planned for a date in the future. At this time, no additional information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock impedance measurements for this implantable cardioverter defibrillator (ICD) and another manufacturer's implantable defibrillation lead, had been trending down from the 40 ohm range to the 30 ohm range and are now out of range at less than 20 ohms. The local field representative reported that stored electrograms (egm) appeared appropriate with no noise. Boston scientific technical services (ts) discussed a possible lead insulation issue and recommended performing a chest x-ray. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.